Event description:
It was reported that the insulin pump alarmed no delivery. Customer 's blood glucose was 142 mg/dl. Customer stated that lst blood glucose was 122 mg/dl. Customer stated that she changed her infusion set and reservoir three times and still getting no delivery alarm. Customer declined to do troubleshooting and requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.